Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the sensor cannula was filled with blood and also reported high blood glucose levels. The customer's blood glucose reading was 438 mg/dl. The customer treated with the insulin pump. The customer stated that her husband inserts her sensors. The customer stated that she was taking steroids. The customer was advised to replace the sensor. The customer was advised that the sensor would be replaced. The insulin pump was not replaced or returned for analysis.